Event description:
A technician reported a case of partial lasik flap. A new cone was reported to have been used for side cut only, to complete the flap procedure. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).